Manufacturer narrative:
(B)(4). The patient was born in 1939. Concomitant medical products: liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell: catalog#00630505636, head bionit 2, fa. Mathys: lot#6035997, versys heritage stem 13x130mm x-off: catalog#00785701320. Report source: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-03196. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the product has been discarded. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial total hip arthroplasty. Subsequently, approximately 6 days post-implantation, the cup dislocated. The patient underwent revision surgery another ten days after the dislocation and the cup was revised. Due diligence is in process for this complaint; to date.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a3; b4; b5; e1; e2; e3; e4; g2; g3; h2; h10. The investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.